Event description:
Customer reported an anti-lea was not detected on the galileo when performing antibody screen with capture-r ready screen (pooled cells).

Manufacturer narrative:
Hemagglutination tube testing was performed with customer's returned sample (3+-4+ hemolysis) using selected le(a+) and le(a-) cells from retention panocell-10, lot 17683. Immuadd, lot 7g5513 was used as potentiator. Sample exhibited negative to +w reactivity at all temperatures, including iat, with le(a+) cells; le(a-) cell was nonreactive. The sample could not be tested with capture-r ready screen due to the hemolysis present. The limitations section of the package insert states: "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors."